Event description:
According to the initial report received via email on 07-june-2021 the presentation by kim js, kang y, shon sh, choi jw, hwang hy, kim kh. Long-term clinical outcome of on-x mechanical prosthetic valve in aortic and mitral position: a single center experience with 20 years follow-up results, presentation #000266 at 34theacts, barcelona, spain 2020 oct 8-10. The purpose of the study was to evaluate the long-term outcome of the on-x valve implanted in the left side of the heart for up to 20 years of follow-up. This was a single-center retrospective study of 861 on-x only recipients operated between february 1999 to december 2015. There were 344 avr, 325 mvr, and 192 double valve replacement (dvr) cases. Males dominated the aortic cases (63.1%) while females dominated the mitral (67.1%). Dvr was almost evenly split. Mean clinical follow-up was 10.1 ± 5.2 years for a cumulative follow-up of 8405.8 patient-years. Combined total results include 0.6%/pt-year of bleeding, 0.8%/pt-year of thromboembolism, 0.2%/pt-year of endocarditis, and 0.5%/pt-year of non-structural valve deterioration. This study also includes the on-x mitral valve: onxm unk.

Event description:
According to the initial report received via email on 07-june-2021 the presentation by kim js, kang y, shon sh, choi jw, hwang hy, kim kh. Long-term clinical outcome of on-x mechanical prosthetic valve in aortic and mitral position: a single center experience with 20 years follow-up results, presentation #000266 at 34theacts, barcelona, spain 2020 oct 8-10. The purpose of the study was to evaluate the long-term outcome of the on-x valve implanted in the left side of the heart for up to 20 years of follow-up. This was a single-center retrospective study of 861 on-x only recipients operated between february 1999 to december 2015. There were 344 avr, 325 mvr, and 192 double valve replacement (dvr) cases. Males dominated the aortic cases (63.1%) while females dominated the mitral (67.1%). Dvr was almost evenly split. Mean clinical follow-up was 10.1 ± 5.2 years for a cumulative follow-up of 8405.8 patient-years. Combined total results include 0.6%/pt-year of bleeding, 0.8%/pt-year of thromboembolism, 0.2%/pt-year of endocarditis, and 0.5%/pt-year of non-structural valve deterioration. This study also includes the on-x mitral valve: onxm unk.